Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: kdr701, implantable pacemaker, (B)(6) 2007; 4558, implantable pacing lead, (B)(6) 1996. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was capped and replaced due to low lead impedance. No patient complications have been reported as a result of this event.